Event description:
One pt sample with discrepant pth results. Initial result 16.68 pg/ml. Same sample repeated twice the next day using a different analyzer, same methodology, gave results of 171.1 and 146.4 pg/ml. Initial result was reported, pt not adversely affected. The field svc rep was unable to determine a cause for the discrepancy. Performance tests were performed and within spec.